Manufacturer narrative:
The insulin pump passed the functional testing, including the basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The insulin pump was then reprogrammed with a basal rate and monitored. The basal rate delivered accurately without any unexpected pump suspensions. Inspected the button response and the insulin pump also passed.

Event description:
It was reported that the customer was treated by the hospital for high blood glucose levels of 448 mg/dl. The customer's doctor stated that after uploading the customer's insulin pump, he determined the insulin pump was intermittently delivering basal rates. The doctor also stated that the reports from the insulin pump showed the basal delivery would completely stop without being suspended. Nothing further was reported.